Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a cause for the reported difficulty retracting the clip into the clip introducer (ci) (retraction problem) could not be determined. The scratch on the ci however, was a result of the difficulty retracting as the clip became caught on the ci when removing the clip delivery system (cds). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
(B)(6). This is filed to report the clip got caught on the clip introducer. It was reported the mitraclip procedure was performed to treat grade 4 degenerative mitral regurgitation. The mean pressure gradient was 6mmhg. When inserting the mitraclip delivery system (cds) (10612r275), into the steerable guide catheter (sgc), the stabilizer was pulled too much and the sgc slipped from the left atrium to the right atrium. When removing the cds to try to approach the left atrium again, the clip got caught on the clip introducer (ci). A scratch was observed on the ci due to the interference with the gripper arm. A new ci and cds were used. Two clips were implanted without issue. A third clip (10324r249) was advanced to further reduce mr. During deployment, when pulling the actuator knob, the cds jumped due to stored torque and the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Mr increased to 2+. No additional clips were implanted because the mean pressure gradient was already at 7mmhg. On (B)(6) 2021, prior to discharging the patient, echocardiogram revealed mr increased to 4+. The mr likely increased due to twisting surrounding valve leaflets because of the slda. The patient¿s condition was poor, due to the atrial septal defect and the worsened mitral stenosis. Medication was given to improve hemodynamics and increase blood pressure. Mitral valve replacement was performed on (B)(6) 2021. It is unknown if the steerable guide catheter worsened the fragile septum, resulting in a worsened atrial septal defect; however, the physician thinks the tissue was fragile because the needle was easily pulled out when the interatrial septum was punctured during the mitraclip procedure. The atrial septal defect was surgically treated. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip devices referenced in describe event or problem are/will be filed under separate medwatch report numbers.